Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-clinic check. During the check, the patient's implantable cardioverter defibrillator exhibited far r-wave over-sensing. Programming changes were made. The patient was stable.